Event description:
Further follow-up indicates the patient had their lead explanted and replaced. Effective therapy has been restored.

Event description:
It was reported the patient experienced ineffective therapy due to high impedances. Further follow-up indicates the lead was fractured. Surgical intervention may be pending.